Event description:
It was reported that this patient was seen in the clinic for a routine follow up and right ventricular (rv) thresholds were high which resulted in loss of capture. The patient was re-admitted to the hospital and subsequently, the lead was re-positioned. The procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended, and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to fields b5 and h6 impact codes.

Event description:
It was reported that this patient was seen in the clinic for a routine follow up and right ventricular (rv) thresholds were high which resulted in loss of capture. The patient was re-admitted to the hospital and subsequently, the lead was re-positioned. The procedure was completed successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this lead was explanted and replaced with a new lead. The lead is expected to be returned for device analysis details. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to fields b5 and h6 impact codes.

Event description:
It was reported that this patient was seen in the clinic for a routine follow up and right ventricular (rv) thresholds were high which resulted in loss of capture. The patient was re-admitted to the hospital and subsequently, the lead was re-positioned. The procedure was completed successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this lead was explanted and replaced with a new lead. The lead is expected to be returned for device analysis details. No additional adverse patient effects were reported.